Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, stent damage occurred. The 40% stenotic, eccentric, de novo lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The vascular access site was the femoral. The lesion was predilated with a 4.00x 12mm maverick balloon. The physician advanced the 5.00x16mm taxus liberte drug eluting stent to the lesion, but was unable to cross. The physician withdrew the stent and "found that the stent strut was spoilt". There were no patient complications. The procedure was successfully completed with the placement of a 5.00x16 liberte bare stent which was post dilated with a 5.00x12mm quantum balloon. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage. Other: product unavailable for analysis.